Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had "extreme difficulty" with recharging. They had to push so hard to recharge that it was painful. The patient stated that they were using spacers, but they had to have the belt so tight that it broke the spacers. This was just so they could get 4 bars. They tried a recharging session in that position and could not get any bars. The manufacturer representative already tried physically moving the recharger and switching the antenna dial position. The manufacturer representative indicated that the ins was at an angle. Attempted al the patient could get 48 only while pushing down and the highest without pushing was 40. The rep was informed that the al feature only gives a rough idea of whether implant is flipped or not and the difference between baseline and number above the line would give a more accurate picture. The physician ordered an x-ray.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions/interventions taken to resolve the difficulty in recharging the implantable neurostimulator (ins) was a pocket revision. It was reported that the difficulty in recharging the ins issue had been resolved.